Event description:
It was reported by a customer in the (B)(6) that, the 840 ventilator graphic user interface (gui) exhibited a "stuck key" error code. There was no pt involvement.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the reported malfunction. The cse replaced the keyboard to resolve the issue. The unit passed all tests and calibrations, and it was observed to be operating within mfg specs. (B)(4).